Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with no calcification and no tortuosity. The ht balance heavyweight guide wire was advanced to the lesion without resistance. However, during withdrawal there was resistance with the guiding catheter and the tip separated. A snare device was used to retrieve the separated tip. There was nothing left in the patient anatomy. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported material separation was confirmed. The reported difficult to remove could not be tested due to condition of the returned guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.